Event description:
It was reported that, pt hip disconnected from pelvis due to bone loss. This was due to corrosion. On (B)(6) 2012, the implants were removed. Pt has no hip now, cadaver bone was put in place. Pt is scheduled for a CT scan on (B)(6) 2012.

Manufacturer narrative:
An eval of the reported device cannot be performed as it was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report.